Event description:
Employee was removing items from the sterilizer when noted something sticky on her hands, which then started to burn. She did a cool water rinse for >15 minutes, but still had a few minor burn areas on her fingers.